Manufacturer narrative:
Product event summary : subsequent to physical analysis, performance data was collected from the device and analyzed. Analysis revealed evidence of t wave oversensing on multiple non-sustained tachycardia (nst) episodes and ventricular fibrillation (vf) detected events which led to inappropriate shocks.

Event description:
The device was returned to the manufacturer with no additional information.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Manufacturer narrative:
Product event summary: product ID# d284drg. The device was returned and analyzed and no anomalies were found.

Event description:
It was reported that after the implant procedure the patient received several inappropriate shocks due to t-wave oversensing. The device was initially reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.